Event description:
I used fixodent from 2000 until 2009. While using fixodent, I began experiencing numbness and tingling in my extremities. In 2008, I was diagnosed with neuropathy. Dose or amount: denture cream; frequency: once daily; route: oral. Dates of use: 2000 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.